Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. Failure analysis engineering reviewed an image provided of the mcs tip cover accessory and concluded that a perforation was observed on the gray area and the clear portion was deformed; however, the cause cannot be determined through the photo. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci-assisted rectosigmoidectomy surgical procedure, the monoploar curved scissors (mcs) instrument tip cover accessory perforated at the tip, requiring replacement. The procedure was completed with no reported injury. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.